Event description:
A report was received regarding a memorylens which had been implanted in a pt's right eye in 2000, which lens has opacified. The pt's visual acuity at exam in 2002 was reported as 40 od. The dr is planning on explanting and replacing the lens in 2003.